Manufacturer narrative:
Failure investigation was completed but was not included in the initial MDR in error, this was identified on (B)(6) 2017. Results of service evaluation: a carefusion field service representative (fsr) performed an evaluation on the device at the facility. The fsr duplicated the reported issue and reworked the device by characterizing the flow control valve. The device was cycled for 500 hours without an issue, having met manufacture specification the device was returned to the customer. The fsr did not replace any parts so no further investigation is required.

Manufacturer narrative:
(B)(4). The customer reported the suspect avea ventilator is available for an onsite analysis and repair. At this time, carefusion has not evaluated the device a field service engineer (fse) has scheduled onsite service.

Event description:
The customer reported a "vent inop" display alarm when the ventilator was being removed from the patient during the weaning process. The customer reported no patient harm since the patient was already off the ventilator.